Event description:
Revision surgery - for a periprosthetic fracture that occured due to the patient falling.

Manufacturer narrative:
The reason for this revision surgery was reported as periprosthetic fracture after 3.2 years of implant use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 5 non-conforming material reports (ncmrs) associated with this product. (B)(4) a review of the product complaint report history showed this is the second complaint for this part number from this lot. The root cause for the periprosthetic fracture was reported as a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.